Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an esophageal procedure, the bravo capsule failed to attach to the patient's esophagus. A repeat procedure was performed. There was no harm to the patient. No intervention was required. There was nothing unusual about the patient or procedure itself that may have led to this event. The patient had an endoscopy prior to this bravo procedure and the esophagus appeared to be normal. The bravo user has been using this procedure for over 5 years.

Manufacturer narrative:
(B)(4). Evaluation summary: an empty box was received for evaluation. The delivery system and capsule were not returned. A review of the device history records for the provided lot / serial number was completed and indicates all parameters and acceptance criteria for entries potentially pertinent to the reported event were within specified limits at the time of release.